Event description:
In 2007, a pt was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and a contralateral leg component. The pt was admitted in the hosp for abdominal pain (unknown date). The examination revealed a proximal type I endoleak. In 2008, a reintervention occurred to repair the type I endoleak. An aortic extender component was implanted. Physicians are awaiting a follow-up CT scan.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.